Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative stated that the pump was replaced due to hcp decision. There was no issue with the pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown morphine via an implantable pump. The indications for use was non-malignant pain. It was reported that the patient stated '6-7 months ago, the pump showed that it was delivering medication, but it wasn't. Then it started working again, and now it quit working again. I was at the doctor's yesterday and they are going to do a fluoroscopy and another on the cannula or something, ' and the patient stated they were still trying to figure out what the issue is. The patient stated 'they refilled it yesterday and told me to have narcan available, which makes it kind of difficult to go to sleep. The patient stated 'think it's the pump that's the issue because it quit, then it started, and then it quit again. The pump itself showed I had used 90% of the medication of the 200ml yesterday. It's a 200 ml pump and they pulled almost 195 ml out of it. So I need to know the warranty because one doctor said 5 years and one doctor said 8 years. I've had an insulin pump for over 20 years and from the date it was started on my body - I had 5 years, so it went out of warranty.' The manufacturer's patient services specialist (pss) reviewed warranty considerations, redirected the patient to their hcp, and reviewed manufacturer resources for hcps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative (rep) indicated that on (B)(6) 2023, the tablet said 3.0 and they pulled 15.0. The rep also indicated that on (B)(6) 2024, it should have been 2.7 but they aspirated 17.0.

Event description:
Additional information was received from the company representative (rep) via the healthcare provider (hcp) regarding a patient receiving morphine 30mg/ml at 1.997mg/day via an implantable pump for unknown indication for use. It was reported that they were unable to aspirate catheter and volume discrepancy on 2 occasions. Actions/interventions taken to resolve the issue was a catheter revision planned but not yet scheduled. The issue had no yet resolved at the time of this event with the patient's status being "alive-no injury". The patient's weight was asked but unknown and had a medical history of chronic pain electrocution.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2024, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a consumer (con) re-reported they had issues with their previous implanted system. The pump had failed to perform and the catheter was clogged. A system replacement occurred on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider (hcp) and company representative (rep) reporting that the cause of the volume discrepancy and being unable to aspirate the catheter was not determined. It was reported that the catheter revision had not been scheduled yet.